Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3878-45, lot # unknown, explanted: (B)(6) 2016, product type lead; product ID 3878-45, lot # unknown, explanted: (B)(6) 2016, product type lead; product ID 97791, serial # unknown, product type accessory; product ID 97791, serial # unknown, product type accessory. The conductors #0 - #6 of the lead were broken. In regards to the other lead, the #6 and #7 conductors were broken.

Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding a patient with two leads implanted at the base of the neck for occipital nerve stimulation (ons). It was reported the patient no longer felt the paresthesia. There was nothing on the right side and slight stimulation on the left side. The impedances were all above 10,000 ohms on both leads. Both leads were replaced and, upon removal, it was determined that one lead was physically broken and the other was seriously bent. It was noted that, as the leads were implanted at the base of the neck at a joint that moves a lot, the leads are prone to breakage. The issue was resolved.

Manufacturer narrative:
The device was used off label. The device was used for occipital nerve stimulation. The conclusion code corresponding to both leads has been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.